Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary(B)(4) no anomalies found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) no anomalies found.

Event description:
It was reported the patient was last seen at the device clinic for follow-up the same day as the patient's surgery for a left femur amputation. During follow-up, the device had an estimated longevity of a minimum of three years. The patient died twelve days after surgery. The device was sent to the cardiology unit and interrogation revealed the device was at elective replacement indicator. There is no allegation from a health care professional that the death was device or lead related. The cause of death has been requested and not received.

Event description:
It was reported the patient was last seen at the device clinic for follow-up the same day as the patient's surgery for a left femur amputation. During follow-up, the device had an estimated longevity of a minimum of three years. The patient died twelve days after surgery. The device was sent to the cardiology unit and interrogation revealed the device was at elective replacement indicator. There is no allegation from a health care professional that the death was device or lead. Follow up revealed that diathermy was used during surgery on (B)(6) 2010, but the output data used was not available. "There is mention that at the moment of death patient wasn't connected to heart monitor." An autopsy was performed, however the cause of death is not yet available. "Forensic medicine unit wants to investigate possibility of ipg malfunction."